Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient experienced a line-block alarm accompanied by insulin leakage, leading to uncertainty regarding appropriate corrective actions. Education was provided on troubleshooting the line-block alarm and proper infusion set connection, including ensuring the infusion set is fully clicked into place to prevent leakage. The patient also inquired about alternative infusion site locations due to pregnancy. The event occurred during use, and no patient injury was reported.